Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. Traces of dried body fluid/blood was noted in the lumen due to being an open tip lead. Testing of the lead showed no blockage in the lead lumen. A guidewire was able to pass from the terminal pin to the lead tip without any issues. Overall, analysis was unable to confirm the allegation made against the lead in the field.

Event description:
It was reported that during an implant procedure on (B)(6) 2018, a guidewire was unable to be passed through this left ventricular (lv) lead. The physician tried flushing the lv lead, however the guidewire still couldn't pass. The lv lead was never implanted. No adverse patient effects were reported.